Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event and treatment details not reported. On an unreported date, the patient's catheter was removed and apd therapy was discontinued (current mode of dialysis therapy was not reported). The patient's recovery status and outcome of the event were not reported. No additional information is available.